Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator delivered an inappropriate shock for post-sensed t-wave oversensing. Programming changes were implemented. There were no patient consequences.